Manufacturer narrative:
The clinical investigation concluded that peritoneal dialysis nurse had no information on any recent problem that the patient had experienced with the cycler set. The pd nurse, along with the concurrence of the fmc associate medical director, believes that the device did not cause or contribute to the event. There was no indication of fluid overfills or other device failures that could have caused the reported patient death. The patient's physician believes that the cause of death was cardiac arrest secondary to coronary artery disease. The actual device was returned for evaluation and determined to be functioning according to product specifications. Simulated treatment testing was performed and completed without any failures or problems. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.

Event description:
The peritoneal dialysis (pd) patient's nurse reported to fmc of the death of a pd patient who expired on (B)(6) 2011. The pd nurse and the physician do not believe that the cycler or disposables caused or contributed to the death. The physician believes that the cause of death was cardiac arrest secondary to coronary artery disease. No autopsy was to be performed.